Event description:
It was reported that the subject flow diverter was implanted in the patient on (B)(6) 2023. During the procedure angioplasty performed as an intervention using a balloon to appose subject flow diverter to the vessel wall. It was noted that the subject flow diverter appeared to have slipped back after angioplasty, it was device successfully implanted but didn¿t completely cover aneurysm neck and no further details are available. 6 month follow up showed >50-75% parent artery stenosis, >50-75% stenosis within the subject flow diverter. It is reported that the patient has a past medical history of hypertension, past smoker with baseline parent artery stenosis 0-25%. There were no neurological deficit or sequelae noticed due to the reported event so far, both mrs (modified rankin score) & nihss (national institute of health stroke scale) score were reported as "0". Additional information received on 1-nov-2023: the subject flow diverter stent did not fully deploy against vessel walls during the procedure and 45 mins delay was reported. Later 6 month follow up as per angio finding, intimal hyperplasia and proximal stent fishmouthing were noted.

Manufacturer narrative:
B5 executive summary - updated.d product catalog #: corrected : from fdc45015 to fd45015.d4 lot# updated : from unknown to 24087603.d4 expiration date - added.f10 / h6 clinical sign code - updatedh2 if follow-up, type - updatedadditional mfg narrative type - updatedh4 manufacturing date ¿ added.due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information states "6month follow showed >50-75% parent artery stenosis, >50-75% stenosis within flow diverter. The subject flow diverter appeared slipped back after angioplasty, and a balloon was used to appose the subject flow diverter to vessel wall¿ no detail available. At 6 month follow up, intimal hyperplasia and device fish mouthing was reported per the angio finding: intimal hyperplasia and device fish mouthing at routine 6 month dsa (digital subtraction angiography) follow up, moderate hyperplasia with approximately 50% luminal narrowing occurred at the proximal stent with some fish mouth narrowing of proximal stent." Based on the information provided in the complaint, there was 45 minutes surgical delay. An assignable cause of anticipated procedural complication will be assigned to the reported 'stenosis with stent deformation¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent failed/unable to open' and ¿stent dislodged/migrated¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.

Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that the subject flow diverter was implanted in the patient on (B)(6) 2023. During the procedure angioplasty performed as an intervention using a balloon to appose subject flow diverter to the vessel wall. It was noted that the subject flow diverter appeared to have slipped back after angioplasty, it was device successfully implanted but didn¿t completely cover aneurysm neck and no further details are available. 6 month follow up showed >50-75% parent artery stenosis, >50-75% stenosis within the subject flow diverter. It is reported that the patient has a past medical history of hypertension, past smoker with baseline parent artery stenosis 0-25%. There were no neurological deficit or sequelae noticed due to the reported event so far, both mrs & nihss score were reported as "0".